Manufacturer narrative:
Analysis was able to confirm the customer comment of screen unable to be calibrated and it was determined that the touchscreen of the programmer needed to be re-seated. Programmers software was updated and installed. A total of 203 errors were found in the software history. The left upper bullet was broken. The repair carried out was as follows, the touchscreen was re-seated, paper added, and the left upper bullet was replaced. The programmer was cleaned and all electrical safety tests were passed. Programmer passed all final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to calibrate even after changing the stylus. The device was returned for servicing. No patient complications have been reported as a result of this event.